Manufacturer narrative:
The programmer was returned and evaluated. It was found that the programmer head was not functional. The programmer head was replaced and the instrument functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep called and informed that the doctor tried to program a valve with a vpv programmer but could not program valve. He performed an x-ray to verify valve setting. Setting had not changed. He then went to radiology to place marker over valve. He tried to reset valve and still could not with multiple attempts. Vpv programmer does not appear to work. He then used a "black case programmer" and it reprogrammed the valve.